Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4 and mean pressure gradient of 2 mmhg. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, while actuating both grippers, only one gripper came down. Troubleshooting was performed but was unsuccessful. Therefore, it was decided not to use the cds, and the procedure was stopped at this point as mr was not reducing and gradient increased to 8 mmhg when grasping the leaflets. There were no clips implanted, mr remained at 4 and mean pressure gradient returned to baseline. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, the cause of the reported gripper actuation issue was due to the observed gripper line caught on the frictional element (fe). The cause of the gripper line caught on the fe could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.